Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device was returned for analysis. Visual and tactile analysis noticed 1 separation on the catheter shaft at 78.5cm from the strain relief, and 1 kink at 58cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-09199 and 2134265-2015-09198. It was reported that a shaft break occurred. The physician selected a fetch&#60576;thrombectomy catheter for use during an acute myocardial infarction intervention; however ,prior to entering the patient, the catheter shaft "cracked and crumpled" into pieces. The same issue occurred with two additional fetch&#60576;catheters. The procedure was successfully completed with another of the same device. No patient complications were reported.